Event description:
(Same procedure: #51467, #51470, #51471). Eurointervention 2020;16:e891-e899. Title: technical and procedural outcomes of the retrograde approach to chronic total occlusion interventions. Excerpt: [material and methods] we analysed the clinical, angiographic, and procedural characteristics of 4,201 cto pcis performed in 4,108 patients enrolled in the progress-cto (prospective global registry for the study of chronic total occlusion intervention; nct02061436) registry between may 2012 and november 2018 at 21 us, one european, and one russian centres (supplementary appendix 1). Some centres only enrolled patients during part of the study period due to participation in other studies. The study was approved by the institutional review board of each centre. In-hospital major adverse cardiac events (mace) included any of the following adverse events prior to hospital discharge: death, mi, recurrent symptoms requiring urgent repeat target vessel revascularization with pci or coronary artery bypass graft surgery (CABG), tamponade requiring either pericardiocentesis or surgery, and stroke. Mi was defined using the third universal definition of myocardial infarction (type 4a mi). Major bleeding was defined as bleeding causing reduction in haemoglobin >3 g/dl or bleeding requiring transfusion or surgical intervention. [Results] retrograde cto pci was attempted in 1,505 patients (36.7%) undergoing 1,515 interventions that were compared to 2,686 antegrade- only cto pcis performed in 2,603 patients (63.3%). Patients undergoing retrograde cto pci were older and had higher prevalence of coronary risk factors, prior mi, history of prior pci and CABG (table 1). Epicardial collaterals were more likely to be attempted as a second or third collateral, and low-profile microcatheters were used more frequently (figure 3). The overall in-hospital mace rate of retrograde cto pci was 5.1%, and any procedure-related complication occurred in 18.9% (figure 5a, figure 5b, table 4). The incidence of coronary perforation was significantly higher in retrograde cases (8.6% vs 2.2%, p<0.001), and perforations were more severe (ellis class iii or class iii-cavity spilling 41.3% vs 22.9%, p=0.133). The incidence of tamponade requiring pericardiocentesis, however, was caused similarly by antegrade wiring (n=12, 46.2%) and retrograde wiring (n=14, 53.8%) attempts during retrograde interventions, and it occurred more frequently if the retrograde approach was the successful crossing technique (66.7% vs 33.3%, p=0.225). Covered stents were used in 10.0% (n=10) of all perforations during the retrograde approach (n=140), and in 11.5% (n=3) of all cases when pericardiocentesis was required (n=26). On multivariable logistic regression (supplementary table 3), the retrograde approach was independently associated with increased risk of in-hospital mace (or 3.94, 95% ci: 2.01-8.20, p<0.001). In-hospital mace and periprocedural complication rates were similar in cases with retrograde success compared with retrograde attempt failure (figure 6, figure 7). The temporal trends of retrograde cto pci outcomes are presented in supplementary table 4. Additional procedural and patient characteristics are given in supplementary table 5. [Discussion] retrograde cto pci has been reported to have a higher risk of complications in numerous cohorts compared with antegrade approaches (both antegrade wiring and/or antegrade dissection re-entry techniques). Similarly, in our study in-hospital mace was 5.1% in the retrograde group (overall procedural complications 18.9%) and was significantly higher than in antegrade-only interventions. However, approximately half of the complications (46.2%) were caused by antegrade wiring, suggesting that a significant proportion of the higher retrograde cto pci risk is related to the complexity of the treated lesions. Furthermore, although coronary perforations were observed in 8.6% of the procedures treated with the retrograde approach, only 1.7% required pericardiocentesis, with the majority being treated conservatively. Table 1. Baseline characteristics of patients undergoing retrograde and antegrade-only cto pci. Overall (n=4,108), retrograde (n=1,505), antegrade-only (n=2,603). Age (years: mean±standard deviation) --- overall/64.5±10.1, retrograde/65.0±10.2, antegrade-only/64.2±10.0, p-value/0.028. Male gender--- overall/84.2%, retrograde/85.7%, antegrade-only/83.4%, p-value/0.066. Figure 3. Technical characteristics of collateral channel crossing attempts during the retrograde approach in terms of collaterals used, successfully crossed guidewires and microcatheters. Manufacturer details: asahi® sion¿, caravel, corsair, fielder fc¿, all asahi intecc, aichi, japan; hi-torque pilot 200 and whisper® ms, abbott vascular, santa clara, ca, USA; turnpike® lp, teleflex medical, wayne, pa, USA/vascular solutions, minneapolis, mn, USA. *1st collateral crossing attempt. Lima---1.6%, svg---13.2%, epicardial (cl)---12.8%, epicardial (il)---6.0%, septal---63.9%. Guidewire crossed. 1. Sion (43.7%), 2. Pilot 200 (14.8%), 3. Fielder fc (9.6%). Microcatheter crossed. 1. Corsair (55.9%), 2. Turnpike lp (12.7%), 3. Caravel (9.6%). *2nd collateral crossing attempt. Lima---0.4%, svg---2.5%, epicardial (cl)---22.9%, epicardial (il)---3.3%, septal---70.4%. Guidewire crossed 1. Sion (48.2%), 2. Fielder fc (18.1%), 3. Whisper ms (12.1%). Microcatheter crossed. 1. Caravel (31.2%), 2. Turnpike lp (30.3%), 3. Corsair (15.8%). *3rd collateral crossing attempt. Lima---0.0%, svg---2.0%, epicardial (cl)---26.5%, epicardial (il)---9.8%, septal---61.8%. Guidewire crossed. 1. Sion (36.5%), 2. Whisper ms (19.2%), 3. Fielder fc (15.4%). Microcatheter crossed. 1. Caravel (36.4%), 2. Corsair (30.6%), 3. Turnpike lp (18.4%). Table 4. Procedural outcomes of retrograde and antegrade-only cto pcis. Overall (n=4,108), retrograde (n=1,505), antegrade-only (n=2,603). In-hospital major adverse cardiac event--- overall/2.36%, retrograde/5.05%, antegrade-only/0.81%, p-value/<0.001. Death--- overall/0.46%, retrograde/1.06%, antegrade-only/0.12%, p-value/<0.001 acute myocardial infarction--- overall/0.85%, retrograde/1.93%, antegrade-only/0.23%, p-value/<0.001. Stroke--- overall/0.22%, retrograde/0.40%, antegrade-only/0.12%, p-value/0.083 emergency reintervention--- overall/0.29%, retrograde/0.66%, antegrade-only/0.08%, p-value/0.001. Emergency surgery--- overall/0.12%, retrograde/0.20%, antegrade-only/0.08%, p-value/0.363. Pericardiocentesis--- overall/0.80%, retrograde/1.66%, antegrade-only/0.31%, p-value/<0.001. Procedural complications--- overall/10.60%, retrograde/18.90%, antegrade-only/5.90%, p-value/<0.001. Perforation--- overall/4.53%, retrograde/8.57%, antegrade-only/2.19%, p-value/<0.001. Target vessel--- overall/1.83%, retrograde/2.86%, antegrade-only/1.23%, p-value/<0.001. Collateral vessel--- overall/0.58%, retrograde/1.53%, antegrade-only/0.04%, p-value/<0.001. Septal--- overall/0.34%, retrograde/0.86%, antegrade-only/0.04%, p-value/<0.001. Epicardial--- overall/0.32%, retrograde/0.86%, antegrade-only/0.00%, p-value/<0.001. Other--- overall/0.17%, retrograde/0.07%, antegrade-only/0.23%, p-value/0.434. Figure 6. In-hospital major adverse cardiac events in failed and successful retrograde cto pcis. Death--- retrograde success/1.0%, retrograde failure/1.2%, p-value/0.725. Acute mi--- retrograde success/2.2%, retrograde failure/1.5%, p-value/0.348. Stroke--- retrograde success/0.6%, retrograde failure/0.2%, p-value/0.413. Re-pci--- retrograde success/0.7%, retrograde failure/0.7%, p-value/0.973. Re-CABG--- retrograde success/0.1%, retrograde failure/0.3%, p-value/0.566. Pericardiocentesis--- retrograde success/1.2%, retrograde failure/2.4%, p-value/0.088. Figure 7. Periprocedural complications of failed and successful retrograde cto pcis. In-hospital mace--- retrograde success/5.1%, retrograde failure/5.1%, p-value/0.999. Perforation--- retrograde success/7.7%, retrograde failure/9.9%, p-value/0.133. Vascular access complication--- retrograde success/2.3%, retrograde failure/1.7%, p-value/0.407. Donor artery injury--- retrograde success/1.9%, retrograde failure/1.4%, p-value/0.441. Equipment loss--- retrograde success/0.2%, retrograde failure/0.7%, p-value/0.220. Bleeding--- retrograde success/2.2%, retrograde failure/0.7%, p-value/0.021. Aortocoronary dissection--- retrograde success/0.3%, retrograde failure/0.2%, p-value/1.000. Cin--- retrograde success/0.2%, retrograde failure/0.7%, p-value/0.220.